Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that there have been 3 patients with full thickness burns from lightcables at 2 different hospital sites. No further information was provided.